Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - pfo occluder pas, patient site ID: (B)(6) it was reported that on (B)(6) 2022, 25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, a 6000 units of heparin was administered and the device was successfully implanted. After the procedure, a implantable loop recorder was connected to the patient. The loop recorder showed 3 separate episodes of 3 minute atrial fibrillation. The patient stopped taking aspirin and started 20mg rivaroxaban. They planned to reassess the loop recorder again in 6 months. The patient was reported stable.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the procedure, a implantable loop recorder was connected to the patient. The loop recorder showed 3 separate episodes of 3 minute atrial fibrillation. The patient stopped taking aspirin and started on rivaroxaban. The patient was reported stable. Based on the information received, the cause of the reported atrial fibrillation could not be conclusively determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.